Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ext set .2 mf low sorb tubing disconnected and leaked saline. The following information was provided by the initial reporter: material no: 10013902, batch no: 19125121. It was reported the tubing disconnected and the saline leaked. When the rn started to prime the line, she discovered the upper part of the filter extension/tubing is disconnected- and saline was leaking.

Event description:
It was reported that ext set .2 mf low sorb tubing disconnected and leaked saline. The following information was provided by the initial reporter: material no: 10013902 batch no: 19125121 it was reported the tubing disconnected and the saline leaked. When the rn started to prime the line, she discovered the upper part of the filter extension/tubing is disconnected- and saline was leaking.

Manufacturer narrative:
The customer reported ¿the tubing disconnected and the saline leaked¿. Received from the customer was one used extension set model 10013902 lot 19125121 with its original packaging. Received was a copy of the customer¿s ¿product complaint form¿. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s pvc tubing sleeve (p/n 660134) was separated from the 0.2 micron filter (p/n 10012217) inlet port. Signs of insufficient solvent was observed on the end of the pvc tubing sleeve where it is inserted onto the filter¿s inlet port spigot. Clear liquid was observed in set¿s filter and entire length of tubing. No other abnormalities were observed on the set during visual inspection. Due to the damage to the set and the leaking that would occur, functional testing was not performed. A dimensional analysis was performed on the set¿s filter inlet port. The top outside diameter of the inlet port measured 0.119¿, within the specification of 0.120¿ +/- 0.005¿. The base outside diameter of the inlet port measured 0.135¿, within the specification of 0.135 +/- 0.005¿. Due to the current manufacturing process used to attach the pvc tubing sleeve to the nitro tubing and 0.2 micron filter port spigot, dimensional analysis cannot be performed on the tubing sleeve. Slight tugging was performed on the engagement between the nitro tubing and 0.2 micron filter outlet port to see if any separation would occur. No separation was observed on the engagement. Equipment used (visual inspection and measurement performed on (B)(6)-20) - calipers, eq02784, calibration due date: 19-dec-20 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for extension set model 10013902 lot 19125121 was performed. The search showed a total of 8,800 units in 1 lot were built on 03 december 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing disconnected and leaked was confirmed on extension set model 10013902. The root cause of the separated tubing at the filter site and the leak that would occur was identified as insufficient solvent between the connecting engagement of the set¿s pvc tubing sleeve and 0.2 micron filter¿s inlet port. An additional investigation at the manufacturing plant was performed under failure investigation dir # 10000304702: leaks & separations (tubing/ filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers have been updated on operations where the tubing sleeve and 0.2 micron filter are engagements in order to prevent the lack of solvent at these engagements. The lot number of the received set indicates that the set was manufactured prior to the completion of the manufacturing updates. H3 other text : see h10

Event description:
It was reported that ext set .2 mf low sorb tubing disconnected and leaked saline. The following information was provided by the initial reporter: material no: 10013902, batch no: 19125121. It was reported the tubing disconnected and the saline leaked. When the rn started to prime the line, she discovered the upper part of the filter extension/tubing is disconnected- and saline was leaking.

Manufacturer narrative:
The following fields have been updated with corrections: b.4. Date event reported to cfn: 2020-06-16 . G.4. Reportable aware date: 2020-06-16.